Event description:
It was reported t2 lodged in device would not deploy.

Manufacturer narrative:
The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.